Event description:
This is a report of a home patient (hp) who advanced the home choice (hc) into the initial drain without connecting themselves which resulted in a leak. The home patient (hp) stated the machine proceeded to fill 1 and solution came out of the end of the patient line through the cap. The patient would start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error resulting in a leak where the home patient reported started the initial drain without connecting themselves . Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.